Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that patient presented to the clinic for 2-week post procedure check. Elevated threshold and noise were seen. Patient was asymptomatic. Chest x-ray indicated lead perforation. Patient was admitted. On (B)(6) 2017, it was recommended to revise the lead. An ultrasound was performed and small pericardial effusion was observed; loss of capture was also noted. The following day, the rv lead was explanted and replaced. Patient was later discharged in stable condition.